Manufacturer narrative:
B5: information added. Correction: h6 patient code of endocarditis removed.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. A watchman fxd curve access system (was) was inserted and advanced into the left atrium (la). A watchman flx closure device and delivery system (wds) was advanced, deployed, and implanted in the laa. The was retracted back from the la to the right atrium (ra) and removed from the patient. The procedure was concluded. While the patient was waking up from sedation, hypotension was noted and imaging confirmed there was a pe. The patient also experienced endocarditis. The patient required surgical intervention where it was discovered the patient had a cardiac perforation in the ra that required repair. An epicardial drain was put in place. The patient is expected to fully recover. In the physician's opinion, after implanting the wds when the was pulled back into the ra, this had caused the cardiac perforation which led to the pe. It was further reported the patient is doing well and has been discharged home. There was no baseline pe noted on imaging prior to the index procedure. 250cc's of blood was removed via the epicardial drain. It was further corrected the patient did not experience endocarditis. It was further added the physician had noticed that the cardiac perforation repair was made difficult due to the cardiac tissue being soft, which created challenges with stitching.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. A watchman fxd curve access system (was) was inserted and advanced into the left atrium (la). A watchman flx closure device and delivery system (wds) was advanced, deployed, and implanted in the laa. The was was retracted back from the la to the right atrium (ra) and removed from the patient. The procedure was concluded. While the patient was waking up from sedation, hypotension was noted and imaging confirmed there was a pe. The patient also experienced endocarditis. The patient required surgical intervention where it was discovered the patient had a cardiac perforation in the ra that required repair. An epicardial drain was put in place. The patient is expected to fully recover. In the physician's opinion, after implanting the wds when the was was pulled back into the ra, this had caused the cardiac perforation which led to the pe. It was further reported the patient is doing well and has been discharged home. There was no baseline pe noted on imaging prior to the index procedure. 250cc's of blood was removed via the epicardial drain.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. A watchman fxd curve access system (was) was inserted and advanced into the left atrium (la). A watchman flx closure device and delivery system (wds) was advanced, deployed, and implanted in the laa. The was was retracted back from the la to the right atrium (ra) and removed from the patient. The procedure was concluded. While the patient was waking up from sedation, hypotension was noted and imaging confirmed there was a pe. The patient also experienced endocarditis. The patient required surgical intervention where it was discovered the patient had a cardiac perforation in the ra that required repair. An epicardial drain was put in place. The patient is expected to fully recover. In the physician's opinion, after implanting the wds when the was was pulled back into the ra, this had caused the cardiac perforation which led to the pe.